Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. However, it was determined that the laser etching was worn and drilled and bent tip. The assignable root cause of the drilled/bent tip was determined to be due to excessive side load which is user error/misuse/abuse and the root cause for the laser etching being worn was due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device would not stay attached. During in-house engineering evaluation, it was determined that the laser etching was worn off (pre-test failed visual assessment) and had a drilled and bent tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.